Event description:
The customer states they were receiving questionable results for ion selective electrode (ise) sodium on their modular analytics core analyzer (serial number (b)()). After the afternoon sample run, the customer noticed the quality control failed high. The customer reviewed the afternoon's results and discovered 15 samples were high as well. The customer repeat the high results using the same core analyzer. There were two discrepant results that required corrected reports. The first patient had an initial sodium result of 154 mmol/l. The repeat result was 143 mmol/l. The second patient had an initial sodium result of 151 mmol/l. The repeat result was 141 mmol/l. There were no adverse affects to any patients as a result of this event. The field service representative determined that the cause of the event was an occluded potassium chloride (kcl) fluidics solenoid valve. He flushed the complete kcl fluidics line and valves. He replaced the reference and potassium cartridges. He ran precision and comparison tests with good results. The customer performed calibration and quality control with passing results.